Event description:
It was later reported that the in-use right atrial (ra) and right ventricular (rv) leads were exhibiting noise and cracked insulation was observed at the replacement procedure. It was also reported that a previously abandoned ra and rv lead were severely damaged prior to removal at the replacement procedure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The outer insulation of the lead was observed to have blood ingression. Concomitant product: 553445 lead, implanted: (B)(6) 1998; addr03 ipg, implanted: (B)(6) 2010. (B)(4).

Event description:
The three implantable pacing leads were returned to the manufacturer after being explanted with no reason for replacement provided. The leads subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported asa result of this event.